Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results- the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and no discernible defect could be seen. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. The bushing tabs were measured and each sides had similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip was fed through the gastroscope biopsy channel and when placing the clip over the affected area, two clicks were heard. However, when pulling on the device handle, the clip was unable to dislodge from the delivery system and it was noted that they struggled for a few minutes in order to dislodge the clip. By turning and twisting the delivery system, the clip was dislodged from the catheter and the clip was eventually placed at the correct site. The procedure was complete with another resolution 360 clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip was fed through the gastroscope biopsy channel and when placing the clip over the affected area, two clicks were heard. However, when pulling on the device handle, the clip was unable to dislodge from the delivery system and it was noted that they struggled for a few minutes in order to dislodge the clip. By turning and twisting the delivery system, the clip was dislodged from the catheter and the clip was eventually placed at the correct site. The procedure was complete with another resolution 360 clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.